Event description:
Patient experienced on sleep related apnea spells a day after having their vns implanted. All out currents were noted to be off except for magnet output current. Follow-up with the physician reveled that the patient is no longer having these issues. No other relevant information has been received to date.